Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the positioner motion controller was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system would no longer move in the x-direction, z direction and was unable to dock. There was no patient present when this issue was identified. No additional information was provided.